Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected, causing all cubies from that drawer to not be detected. The field service engineer reseated the row board cable at the drawer controller end to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 2.1 was not detected, causing all cubies from that drawer to not be detected. The customer reported that the user experienced malfunction during the dispensing of the medication to the patient resulted delay in patient care. There were no adverse events or injuries reported based on this incident.